Event description:
It was reported that two years prior, the low-voltage pacing lead exhibited unstable parameters. The lead was explanted and replaced. The replacement lead then showed parameters that were not ideal and the lead was planned for revision. During the revision procedure, the replacement lead was tested after placement and the parameters were not ideal. The physician suspected the lead was damaged and the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.